Manufacturer narrative:
(B)(4). Approximate age of device ¿ 75 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital after having loose, dark stools for 3 days, and one episode of large, overtly black, foul smelling stool. At the time of the event, the patient¿s anticoagulation included aspirin and warfarin, which were held until further evaluation from the gastroenterology team. On (B)(6) 2016, a small bowel enteroscopy found a few angioectasias with stigmata of recent bleeding in the mid-jejunum. The patient was treated with argon plasma coagulation and transfused with 1 unit of packed red blood cells. The patient was discharged home with resumption of aspirin and a continued hold on warfarin for 1-2 weeks. No additional information was provided.